Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "on october 22, 2025, an email was received from clalit biomedical engineering, (B)(6), regarding a malfunction in pump no. 927657. Manufacturer: b. Braun model: infusomat space engraved no.: (B)(6). Device no.: 927657 below is a summary of the sequence of events as reported in a conversation with (B)(6) from (B)(6). Hospital: - september 25, 2025: the pump exhibited a malfunction, delivering a drug bolus to a patient without any intervention by the medical staff. Following the incident, the pump was sent for evaluation by the biomedical engineering department. - after inspection, the biomedical engineering department determined that the pump was functioning properly and returned it to the department for continued use, stating that no malfunction was found. - september 30, 2025: at the request of the deputy assistant to the director (B)(6) the hospital was instructed to open an incident report and involve the manufacturer. - the deputy assistant requested that the event from september 25, 2025 be classified as an adverse incident and that the manufacturer be involved in the malfunction investigation."